Manufacturer narrative:
The device was received for evaluation. Visual inspection was performed and a separation between the female connector and main body was identified. The insert chip was not present on the female connector, but there was evidence that one was previously placed. The reported condition of separation between twist sleeve and main body was not verified; however, a separation between the female connector and main body was identified. The cause of the separation between the female connector and main body was related to insufficient bond during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set separated between the "light blue main body" and the "white twist sleeve". This was detected by the patient at home during treatment. The transfer set was replaced prior to continuing the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.